Event description:
It was reported that a pt received a blistering burn about the size of a dime. The doctor did not report it to stryker right away because he felt that it may have been caused by the side load that was applied.